Manufacturer narrative:
It was reported that the pain and redness was treated with oral antibiotics for a period of 8 days. This report is submitted on july 04, 2017.

Manufacturer narrative:
Patient and device details unavailable at the time of this report. This report is submitted on june 20, 2017. (B)(4).

Event description:
It was reported that the patient experienced pain, redness and skin issues at the abutment site and subsequently underwent revision surgery (date not reported) to have an internal magnet placed.